Manufacturer narrative:
No samples or photos received by our quality team for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on customers verbatim, incident is confirmed. Based on the quality team's investigation, we are unable to identify a root cause related to our manufacturing process at this time. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Additional information: additional information received on 21 jun 2024: 1. Could you please share any photos or images related to this event? We inquired with the service and there are no images related to the report. 2. Please confirm the quantity affected. The quantity affected was one unit which is the one corresponding to the current report. No further reports have been received associated with the device and the described event. We inquired with the service and it has not recurred either. 3. Was another device necessary/used to complete the procedure? It was not necessary to use another syringe as it was still loaded with medication and the required dose volume was there. A new needle had to be used. 4. How was the procedure completed? The same syringe was used as the volume of medication required by the patient for his dose was still in the syringe. A new needle had to be requested and the syringe was reassembled and the medication was administered with no further problems.

Event description:
It was reported the bd plastipak¿ jeringa para insulina/insulin syringe detached from the syringe and remained inside the patient during use. The following information was provided by the initial reporter, translated from spanish to english: the patient needs to be administered atropine, medicine is loaded into a 1cc syringe but when injecting into the patient the needle detaches from the syringe and remains inside the patient. No spillage of the drug is generated, the needle is removed without harming the patient.

Manufacturer narrative:
A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.